Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: as the customer is describing, the tubing on the wingset is stuck and is not possible to unscrew it.

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for tubing stuck together with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: as the customer is describing, the tubing on the wingset is stuck and is not possible to unscrew it.